Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt has experienced mesh erosion, abscess, fistula, vaginal discharge, urinary incontinence, infections, scarring, pelvic pain, and painful intercourse. The pt is receiving home care for wound care.

Manufacturer narrative:
(B)(4).